Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient (pt) reported software problem error message on the controller. Technical services(ts) had pt reset the controller and she was able to restart a recharge session. Inspection of the recharger and controller didn't show any sign of damage. Pt had difficulty with recharging since implant. Assessment of the pocket revealed that implant might be angled in somewhat, patient can't feel all the edges of the neurostimulator, which could affect recharging. Ts redirected patient to healthcare provider (hcp) to further assess. No symptoms were reported.